Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The lot history record review and similar incident query for this product was not performed because the part and lot number were not reported. The reported patient effect of dissection is a known observed and potential patient effect as listed in the nc trek instructions for use. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient entered the hospital with a st-elevated myocardial infarction (stemi) on (B)(6) 2014. After pre-dilatation of an unspecified vessel using a nc trek at 14 atmospheres (atm), residual stenosis was less than 40%; however, a dissection was noted. The physician deployed 3 planned implants (3.5x12mm, 3.0x18mm, 2.5x12mm) overlapping at 14 atm for 30 seconds (sec) which treated the target lesion and subsequently the dissection. According to the physician the proximal implant (3.5x12) wasn't fully expanded. Post-dilatation of the implant was performed. Intra vascular ultra sound (ivus) was performed to measure the lesion stenosis/lumen diameter pre and post-implant deployment. The next day the patient was well. No additional information was provided.